Manufacturer narrative:
Although the device was not returned, a picture was provided of the device after the needle separated from the rest of the handpiece.

Event description:
During a procedure with the tenex system, a portion of the microtip needle separated from the rest of the hand piece. The case was completed. There were no patient complications.